Event description:
Health care professional(hcp) reports 2 blood leaks noted into the dialysate compartment during onset of the pt treatment. New disposables used to continue treatments without incident. Estimated blood loss of 200cc reported. Dialyzers reused prior to this report; number of times unknown. Hcp reports no pt injury or need for medical intervention.